Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen 2000mcg/ml at 951mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The healthcare provider reported that a dye study was done to check the catheter was working properly. The patient was not responding to the dose increases. Per the healthcare provider the patient was having what seemed to be seizures, gulping reactions after the pump was refilled and they wanted to make sure that it didn't have anything to do with the pump. The healthcare provider stated that she had been having a little extra volume at refills but then switched to vile from pre-filled syringe and it got better. The healthcare provider stated she thinks the volume of the prefilled syringes were not accurate. The healthcare provider also stated that the dye study was normal and they suspect patient may be having reflux disease. The patient was non-verbal and more difficult to diagnose. It was also noted that the patient was very stiff and had only moments that the patient was flaccid and the healthcare provider questioned seizures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.